Event description:
It was reported that the programmer displayed a message in the print queue that the printer overheated and would not print to the strip printer. It was also reported a board overheated and the programmer will not print. The caller stated the programmer had only been on for a few minutes. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the print queue displayed "overheat" message due to the printer. It is noted the stylus is missing. Analysis also found the system fan and power supply fan are noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.